Event description:
It was reported that the right ventricular (rv) lead delivered an inappropriate shock due to oversensing noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID 7230cx implantable cardioverter defibrillator (ICD). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. A lead warning alert was indicated as was oversensing due to non-physiologic signals/sic (sensing integrity counter). Thirty six non-sustained tachycardia (nst) and 2 ventricular fibrillation (vf) episodes of less than 220 ms v-v cycle were recorded on (B)(6) 2013. Sixty ventricular- short interval counts (sic) occur since (B)(6) 2013. Maximum ventricular pace impedance rose from an approximate baseline of 800 ohm to greater than 2000 ohm the week ending (B)(6) 2013. A right ventricular (rv) lead pace lead impedance alert occurred on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.